Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the clips scissored and tore the lateral wall. A laparotomy was performed at an unspecified time post-operatively